Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customers reported the ultrasound image is "blurry". Biomed was unable to duplicate issue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported poor image quality issue could not be reproduced. The image was found to be normal for a site-rite 6 scanner with software 1.1.1 installed. The front screen was found to be scratched, but this could not be determined to impact functionality or usability of the equipment. The probe was found to be damaged with several open elements. However, the probe was found to be functional and did not produce a blurry image either. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. Reference related complaints for additional failure modes reported. The scanner and probe were serviced, tested, and returned to the customer.

Event description:
Customers reported the ultrasound image is "blurry". Biomed was unable to duplicate issue.